Event description:
My husband, (B)(6), was diagnosed in (B)(6) 2016 with a tumor on his pancreas. He was sent for a surgical consult and, after looking at the CT scan, the surgeon said that the tumor looked unusual and that it may even be part benign and part malignant. Several of the different medical teams treating (B)(6) also commented that his tumor seemed very unusual. The tumor became a monster inside of him continuing to grow until it took over his entire abdominal cavity. The fact that his cancer never metastasized is also extremely peculiar for a pancreatic cancer diagnosis - (B)(6) just had a huge out-of-control tumor which eventually protruded visibly from his abdomen and caused him excruciating pain which could not even be alleviated with fentanyl combined with morphine. Upon researching the effects of effient (prasugral) on the body we discovered that the platelet altering capabilities incorporated into this new drug virtually removes the body's natural defenses against the formation of tumors. All of (B)(6)'s follow-up appointments were managed by dr. (B)(6) at (B)(6) office. At some point during his follow-up care, (B)(6)'s blood tests and blood pressure had returned to such safe/normal levels that dr. (B)(6) told (B)(6) that he could stop taking the daily aspirin and that he could also discontinue his blood pressure meds but he told (B)(6) that he must continue taking the effient and that he would have to do so for the rest of his life. It stands to reason that, if (B)(6) had known that the effient would increase his chance for cancer at all, he would have opted to continue on the aspirin regimen rather than take a new designer drug that was just released and was used on his body without (B)(6) having the full understanding that the drug company had not adequately researched a known risk of tumors. Not to mention the fact that aspirin has the added benefit of reducing your risk of gastrointestinal cancers. Everyone has a fear of cancer - why would anyone opt to take a drug that can actually increase your chances of getting it? The emotional stress of the cancer diagnosis, especially pancreatic cancer, the horrific pain that (B)(6) suffered and the fact that his life was taken from him way before his time, in our opinion, were all caused by the rush to market a new pharmaceutical when (B)(6)'s body and heart had always responded very well to simple aspirin. More importantly, we believe that (B)(6) would still be with us today if his platelet function had not been artifically altered with effient and the drug-eluting stents. As the FDA is surely aware, there are several lawsuits pending in different states regarding the use of effient causing pancreatic tumors; however, (B)(6)'s current laws grant pharmaceutical companies immunity so that families are prohibited, in our state, from finding out the truth of the circumstances of the cause of the death of their loved one. These lawsuits are specifically investigating effient causing "pancreatic" tumors and the fact that this risk was known by the drug maker but it was not adequately researched. We are reporting to the FDA in the hopes of a swift investigation of the drug effient and to prevent others from suffering the pain and death that (B)(6) endured. If your investigation finds this to be true, then (B)(6)'s tumor will become a classic case against the use of the drug effient. Dose or amount: 10 mg, frequency: daily, route: oral. Dates of use: (B)(6) 2010 - (B)(6) 2016. Diagnosis or reason for use: angioplasty (B)(6) 2010.